Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a deformed plunger, and a damaged or open unit packaging seal. The following information was provided by the initial reporter. The customer stated: before the arterial blood sampling, the nurse prepared an arterial pressure syringe and found the plunger stopper was broken after opening the package, which was not tightly sealed. Stop use immediately and replace the arterial blood collector.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger stopper or open packaging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged plunger stopper and open packaging. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a deformed plunger, and a damaged or open unit packaging seal. The following information was provided by the initial reporter. The customer stated: before the arterial blood sampling, the nurse prepared an arterial pressure syringe and found the plunger stopper was broken after opening the package, which was not tightly sealed. Stop use immediately and replace the arterial blood collector.